Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined a thermally sensitive integrated circuit designator u2 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was displaying a white screen. In this state the device may be inoperable and defibrillation therapy may not be available if needed there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was displaying a white screen. In this state the device may be inoperable and defibrillation therapy may not be available if needed there was no patient use associated with the reported event.